Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Sample was found in good condition. Plate was activated and de-activated several times without any issues. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal was verified, it was confirmed sample didn¿t present any damage, channels or incomplete seal that could generate a leak on the sample. Plate was locked and ports were closed then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition, confirming there is no damage on the perimeter or the port seal. Failure mode reported by customer as reservoir was swelled due to air leakage wasn¿t replicated on sample received. Based on the present analysis, it is determined that the reported complaint was not related to manufacturing process. Other user, other external causes may have affected the product integrity/functionality such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown cardiovascular procedure on an unknown date and a reservoir was use. After surgery the reservoir became swelled sooner than expected. There is a possibility of air leak. The situation was as follows: the morning of (B)(6), the drain which had been connected to a suction machine was reconnected to the reservoir. At 10:30, it was observed exudate had been collected in the reservoir. The exudate was emptied. At 11:30, it was observed that the reservoir had become swelled. Then, negative pressure was reactivated. This situation was reported to the surgeon. The drain was clamped and the reservoir was monitored. Then, the reservoir became swelled again. The reservoir was replaced to another new one. The lot number is jt8645. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.